Event description:
A female patient broke her hip and a helical blade and nail were implanted. Patient complained of pain post operative and an x-ray showed the helical blade had migrated medially through the femoral head cortex. Patient was revised to an endoprosthesis.

Manufacturer narrative:
This info was not provided upon initial report. Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided.